Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.

Event description:
Reportedly, in 2018, the estimated residual longevity was 36 months and the battery impedance was 3 kohms. A year later, during a scheduled follow-up, the pacemaker was as its end of life with a battery impedance of 13 kohms.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, in 2018, the estimated residual longevity was 36 months and the battery impedance was 3 kohms. A year later, during a scheduled follow-up, the pacemaker was as its end of life with a battery impedance of 13 kohms.

Event description:
Reportedly, in 2018, the estimated residual longevity was 36 months and the battery impedance was 3 kohms. A year later, during a scheduled follow-up, the pacemaker was as its end of life with a battery impedance of 13 kohms.